Manufacturer narrative:
The technician has swapped out bed exit tape strips and the issue remains. The cause is still unknown. Per the hill-rom user manual, bed exit system: the mattress is compatible with most bed exit systems. The performance of the bed exit system could not be reduced when you use the accumax quantum vpc mattress. It is recommended to test each bed's bed exit system when you install the mattress. No further information is available of the repair of the bed at this time. A follow up report will be sent once this information becomes available.

Event description:
The account reported the bed exit failed to alarm when a patient exited the bed. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).